Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt mentioned that they had "leaking last fall, and the dr had decided that the wires were too close to the surface of my skin so they opened me up and sunk the wires in deeper, then I started leaking more and then they realized I had mrsa, so for 6 weeks, just before thanksgiving until just 2 weeks ago I have been getting infusions at my local hospital". Pt said about 2 weeks ago they went to an infectious disease dr, and they put the pt on an antibiotic and took them off the infusions the pt has been taking that and last week they did the pt's blood work and they said the antibiotics are working, so they are gonna put the pt on this same drug for another month and then it should be done. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Rep reported patient's weight was unknown, issue has not been resolved and plan is to wash out friday.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had a debridement. It was determined that the patient had an abscess at one of the dissolvable sutures. The system was confirmed to still be intact and functional. The rep also noted that the patient had previously been diagnosed with mrsa, so the patient was being treated for mrsa as well separately.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 20-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at a physical therapy stretching and was now having incision pain where the battery was. Patient will be seeing the surgeon's physician assistant , on august 27 and the manufacturer's representative (rep) will be present to troubleshoot. Patient doesn't think it¿s the device and has not lost coverage. The issue was not resolved at the time of the report. Additional information was reported that the device was not affecting in anyway, and the patient has no loss of therapy. The patient will be seen on (B)(6). Additional information was received from the rep. Patient was seen by their hcp and hcp stated he most likely just stretched the scar tissue being formed where the pocket was. Patient also came in that day with zero pain at the incision site. Additional information received from a manufacturer representative (rep). Rep reported drainage from the lead incision since implant which never has completely healed. Patient was placed on antibiotics for the first month after implant. The issue still occurred and patient was put on another course of antibiotics for 2 weeks and this just completed. Rep became aware of this on (B)(6) 2020. Caller also indicated during recharging troubleshooting, the pocket over the ins had a fluid sac. Caller did not believe there was much pressure from the recharger placed over ins at this time.